Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
An unspecified device issue was reported, described by the patient via qualtric's survey. The date of the event is approximate. On (B)(6) 2025 the patient reported no symptoms, and no treatment was documented. However, in a survey response, the patient also stated, ¿they don¿t work, they fall off, they do not read right, they put me in hospital.¿ there is no documentation of medical intervention related to this statement. No additional details were provided, and multiple attempts to contact the reporter were unsuccessful. Device data has been received and is currently pending evaluation. A follow-up report will be submitted upon completion of the evaluation. At this time, no further patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/11/2025. Data was further reviewed. Confirmation of the allegation and probable cause could not be determined. A new session was started on 05/21/2025 at 09:10 pm. During this session, the patient's highest estimated glucose value was 351 mg/dl at 06:45 am on 05/22/2025. The app did not deliver high glucose alerts as the alerts were disabled. At 08:55 am on 05/23/2025, the wearable failed due to very low counts aberration. The probable cause could not be determined. No additional patient or event information is available.